Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the implantable pulse generator (ipg) was reaching end of life. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.